Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch select meter was displaying a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began three weeks prior to contacting lfs (date/time not known). Before the reported power issue began (date/time not specified) the patient reportedly experienced symptoms of weakness and tiredness. The patient's testing frequency is unclear; however, according to the csr's documentation in addition to oral medication (type and dose unspecified), the patient also manages his diabetes with diet and/or exercise. The patient denied taking any action in response to the alleged power issue. It is not known if the patient tested with a secondary/ back up meter after the alleged issue began. According to the csr's documentation, one week after the alleged issue began (date/time not specified), the patient reportedly tested his blood glucose with the doctor/clinic's meter; however, the patient's blood glucose result is not known. During a doctor's office visit (date/time not specified) the patient indicated that his physician changed his medication (type/dosage not specified) and that he also was administered a glucagon injection as treatment by a health care professional (hcp). The patient's blood glucose result prior to receiving treatment is not known and it is unclear if the patient was experiencing any symptom(s) during his doctor's office visit. According to the csr's documentation, the subject meter's battery did not need to be replaced, the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims he was unable to test his blood glucose due to the alleged issue. The patient reportedly may have been treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543.

Manufacturer narrative:
Device evaluation: the product(s) involved with this complaint has been returned and evaluated by product analysis on december 5, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. During investigation, the battery was replaced and the meter was able to provide readings. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.